Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed incorrect drive count value during the rewind process. The patient's blood glucose at the time of incident was 157 mg/dl. Troubleshooting was initiated. The customer was advised that the device detected a possible issue with the motor. The customer confirmed that the device was not exposed to a high magnetic field. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor, self test and displacement tests. No pump error 37 was noted during testing. However, the motor home switch was found with corrosion. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window and case.